Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the cartridge septum. Customer continued to use cartridge. Customer's blood glucose was not impacted. As event occurred in the past, tandem technical support was unable to troubleshoot.